Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported burn damage. Evaluation could not reproduce the reported symptom, but was found during service evaluation and is considered confirmed. It was found that a c94 component of the I/o pcb was burnt and the I/o pcb was replaced. The I/o board was manufactured by a previously used component supplier surmotech and has been replaced by a new revision of I/o board due to a supplier change.

Event description:
During baxter's evaluation of a spectrum pump, it had heat/burn damage. There was no patient involvement.

Manufacturer narrative:
(B)(4). This MDR was initially reported in error. Upon further review, it was concluded that the initial report was previously submitted under manufacturer report number 1314492-2015-10185. Manufacturer report number 1314492-2015-10268 can be removed from the FDA database.